Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) levels were elevated at 516 mg/dl. Elevated bgs were treated by changing out all supplies, and taking a correction bolus using the pump. System check was performed, and the pump performed as intended. Recommendation was made that the customer remove and replace the insertion site, however the customer declined as all supplies were changed out prior to calling. The customer will monitor the site and call back if further assistance is required.